Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that one patient passed due to brain event. It was reported that one patient passed away due hypoxic encephalopathy, severe heart failure, ischemic cardiomyopathy, and myocardial infarction. It was reported that a total of two patients passed away due multi organ failure. It was reported that one patient passed away due to massive bleeding (anemia tendency). A blood transfusion was performed. Warfarin and aspirin anticoagulant treatment was given at the time of event occurrence. It was reported that one patient passed away due to gastrointestinal tract infection. It was reported that one patient passed away due to pulmonary and urinary infection. It was reported that one patient passed away due to pulmonary infection. It was reported that one patient passed away due to bacteremia. It was reported that one patient passed away due to bacteremia caused by pseudomonas aeruginosa. It was suspected mediastinitis. It was reported that two patients passed away due to respiratory failure not device related. It was reported that two patients passed away due to pneumonia. It was reported that one patient passed away due to sepsis from pneumonia and mediastinitis from pump infection. Infection by pseudomonas aeruginosa and (B)(6). It was reported that one patient passed away due to cerebral artery thromboembolism which must have occurred during pump exchanging procedure. Cerebral edema and brain herniation occurred which led to the brain death. It was reported that the device was functioning normally at time of death. It was reported that one patient passed away due to driveline, outflow graft and pump pocket infection. It was reported that one patient's modular cable was found to be disconnected and the pump stopped. The patient was transported to hospital, intubated, but as the pump was stopped for 2 hours, the patient died. Doctor¿s opinion was that he committed suicide by cutting the driveline. It was reported that one patient passed away due to lung cancer. It was reported that one patient passed away due respiratory arrest from overuse of sedative. Cardiopulmonary resuscitation was performed, but right heart failure occurred. Right ventricular assist device (rvad) was used for 3 days.

Manufacturer narrative:
This is one of the original reports submitted for the historical jmacs patient registry review in japan through mcs abbott japan affiliate. Individual reports have been submitted under the corresponding MFR#'s and linked back to this MFR # 2916596-2022-01918. No further information was provided. The manufacturer is closing the file on this event.